Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the right atrial lead exhibited a loss of capture. A chest x-ray was performed which revealed the lead had dislodged. The lead was successfully repositioned. The patient was in stable condition post surgery.